Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inaccurate delivery can be the result of, but is not limited to, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. Without return of the product, a definitive cause for the reported deployment issues cannot be determined; however, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Correction: on the initial MDR. No remedial action was required.

Event description:
It was reported via a trial that the acculink stent was implanted low in the right internal carotid artery lesion and did not fully cover the lesion, requiring the implantation of an xact stent to fully cover the lesion. There were no adverse patient sequela reported. The patient was discharged home the following day. There was no additional information provided.